Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient death occurred. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. The procedure was completed successfully, the pulmonary vein isolation and posterior wall isolation were completed with 70 lesions and the cavotricuspid isthmus (cti) ablation was performed with 9 lesions. The patient was transferred to post op holding and complained of chest and left arm pain. Tylenol was given to the patient and no ECG was performed. Then, during recovery, the patient went to use the bathroom and experienced shortness of breath, desaturation occurred and the patient become unresponsive. The patient was taken to computed tomography scanning and then coded due to pulseless electrical activity. Cardiopulmonary resuscitation (CPR) was attempted, but it was reported that the patient was pronounced dead.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. B5. Describe event or problem: corrected. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed and could not be returned, we have determined that cardiac arrest, dyspnea, hypoxia, chest pain, and death are known inherent risks of use of this device. Device history record review: the lot number was not provided; therefore, a ship history of previous lots sent to the customer were reviewed. The manufacturing batch record review confirmed that the devices met all material, assembly, and performance specifications. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: the device was used for ablation in cavo tricuspid isthmus (cti) and posterior wall isolation (pwi) - these are considered off-label use of the device. These uses are not included within the approved indications for use and have not been studied as described in the IFU. Per the device label: the farawave catheter has not been studied clinically in the mitral isthmus or cavo tricuspid isthmus areas. Ablations in areas adjacent to coronary arteries may lead to coronary artery spasm and/or injury, and the resulting myocardial injury can be fatal. Risk review: risk review performed for the farawave device confirmed that the events of user used incorrect product for intended use, cardiac arrest, dyspnea, hypoxia, death and chest pain are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported event of cardiac arrest, dyspnea, hypoxia, chest pain, and death are known inherent risk of the farawave device. Cardiac arrest represents the primary clinical event leading to death, while dyspnea, hypoxia, and chest pain are considered secondary manifestations of an underlying cardiopulmonary event. The exact cause of death remains unknown. Based on the available information, the reported event is consistent with known inherent risks of the procedure. No intra-procedural complication or device performance issue was reported, and there is no evidence to directly attribute the event to off-label use. There were no allegations of a device malfunction or performance issue contributing to the event, and the device has not been returned to boston scientific for analysis. Intentional off-label, unapproved, or contraindicated use was also noted based on the event description, which indicates that the device was used for cavotricuspid isthmus (cti) ablation and posterior wall isolation (pwi), uses that are not included within the approved indications for use. The IFU states that the farawave catheter has not been studied in the cti and that ablation in areas adjacent to coronary arteries may result in coronary artery spasm or injury, which can lead to myocardial injury and may be fatal. While the patient's post-procedural symptoms of chest pain and subsequent clinical deterioration could be consistent with such a mechanism, no diagnostic data (e.g., ECG, imaging, or autopsy findings) are available to confirm this. Therefore, a causal relationship between the off-label use and the reported death cannot be established.

Event description:
It was reported that a patient death occurred. During a pulsed field ablation (pfa) procedure a farawave pulsed field ablation catheter was selected for use. The procedure was completed successfully, the pulmonary vein isolation and posterior wall isolation were completed with 70 lesions and the cavotricuspid isthmus (cti) ablation was performed with 9 lesions. The patient was transferred to post op holding and complained of chest and left arm pain. Tylenol was given to the patient and no ECG was performed. Then, during recovery, the patient went to use the bathroom and experienced shortness of breath, desaturation occurred and the patient become unresponsive (hypoxia). The patient was taken to computed tomography scanning and then coded due to pulseless electrical activity. Cardiopulmonary resuscitation (CPR) was attempted, but it was reported that the patient was pronounced dead.